Event description:
Wire got stuck in catheter, no patient harm occurred another catheter and wire were opened to finish the case. Rep notified. Manufacturer response for pulse field ablation catheter, farapulse farawave (per site reporter).